Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Data logs were reviewed, and the placement signal not reliable (psnr) alarm was confirmed. From case start, signal-to-noise ratio (snr) was below 3500 and gradually worsened until it hit zero. Contrast increased in value and amplitude throughout the case. Lamp, gain, and light were unaffected. There were no abnormalities that would suggest patient condition or damage to the pump initiated the diminished optical metrics. No known hard failure patterns of the pump were observed in the data logs. Other pump performances on the same console were reviewed and a complaint already existed with similar symptoms. Snr gradually varied throughout the case, and the snr and contrast in rt logs during case start looked identical to this one. Returned product was investigated and the pump passed the laser continuity test. It was then plugged into the console, 5s parameters were all within specification, and it was run for four hours without any abnormality. Upon review of data logs, it is apparent that the console is the potential cause of the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that following implant, an impella cp pump triggered a placement signal not reliable alarm. Hemodynamics were confirmed and the functionality of the pump remained unaffected. The alarm and placement monitoring were subsequently disabled for the course of planned support. The pump was successfully weaned and explanted. There was no reported patient harm.